Event description:
The complainant reported a 57 year-old male patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The patient had been admitted for aortic valve regurgitation (avr) and aortic repair. The 5.5 was delivered via the 8 x10 gelweave graft at the axillary. After the avr the team observed bleeding and air. After the patient was weaned off the 5.5, the 5.5 was replaced by an intra-aortic balloon pump. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation for the reported embolism and access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the embolism and access site bleed could not be determined. The instructions for use referenced in the initial report is the impella 5.5 with smart assist in sections: general patient care considerations, entering cardiac output, potential adverse events (united states). Added- h6 clinical code 4438 d4-corrected model number in accordance with updated procedures, sections d6 and g3 have been revised from the initial submission.